Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(6). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, findings of lot history records review, and referring to known similar events, it was presumed that bending stress generated with wire manipulation was applied on the guide wire while the distal segment of the guide wire was deformed into a loop due to anatomy. The bending stress could be locally accumulated because of the wire deformation, and when the accumulated stress exceeded the product's design limit, it caused the guide wire to fracture. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; warnings: do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the device is moved excessively, it may be damaged including separation or the like, which may injure the blood vessel, or leave fragments inside the vessel; precautions: do not repeatedly bend and stretch the same position of the guide wire, or continuously turn it in a curved vessel for a long period of time; and, malfunction and adverse effects: damage such as separation.

Event description:
It was reported that a procedure was performed to treat a dural arteriovenous fistula in the meningeal branch of the occipital artery. An asahi chikai 008 guide wire was advanced with a non-asahi microcatheter into the distal feeder from the occipital artery when the distal segment of the guide wire formed a loop and fractured. The separated wire fragment was around 8cm long. The separated fragment was retrieved together with the microcatheter. There were no adverse patient effects related to the wire separation.